Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. After each occlusion alarm, the customer successfully cleared the alarm and resumed insulin deliveries. The customer's blood glucose (bg) levels ranged between 90-110 mg/dl. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.